Manufacturer narrative:
(B)(4).

Event description:
The recipient's electrode array was reportedly not inserted into the cochlea. The recipient underwent surgery to reposition the electrode, which was unsuccessful. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation? The device passed the external visual and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
This is the final report.